Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include vomiting for 12 hours, nausea, stomach pain , dizziness, dehydration. And feeling tired. The patient removed the pod and applied a new pod to a different infusion site. Once at the hospital the patient was treated with intravenous fluids, medication for pain and magnesium. The patient was prescribed zofran for nausea. The patient was released from the hospital the same day as the event.